Event description:
It was reported the patient had been feeling some jolts or extra stimulation that would happen and then it died down and then jumped back up. It was reported that this started a few weeks ago. Additional information received reported all impedances were within normal limits. There was no jolting with palpation. Stimulation intensity changes were noted with postural change only. There was no jolting. Additional information received reported that the patient complained of a return of variable stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).